Manufacturer narrative:
Correction: b5 - should be atrial lead instead of right ventricular lead.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator explant procedure due to elective replacement indication. Upon interrogation, prior to the procedure, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition. The atrial lead was capped and replaced (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator explant procedure due to elective replacement indication. Upon interrogation, prior to the procedure, it was noted that the right ventricular - rv lead exhibited noise oversensing causing pacing inhibition. The rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.